Event description:
On 11/19/09 during device evaluation by baxter the pump head module channel a stop key on a colleague cx triple channel volumetric infusion pump, was found to be intermittent. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software (B) (4) which is categorized as unremediated.

Manufacturer narrative:
The condition of intermittent pump head module channel a stop key was confirmed through evaluation. The channel a pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)